Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This MDR is for the (B)(6) 2016 surgery replacement of right knee prosthetic joint components due to wear and tear. Patient underwent resection surgery in 1989 proximal right tibia and reconstruction with hmrs modular prosthesis stryker for osteosarcoma. On (B)(6) 2008 surgery for revision of the tibial prosthetic component due to stem rupture. On that occasion, the patient replaced the hmrs tibial stem with gmrs stryker tibial stem and fitted new tibial prosthetic body by implanting hmrs 120mm tibial prosthetic corope, gmrs tibial prosthetic tense adapter, and gmrs 50mm tibial spacer (no replacement of femoral component which was intact). On (B)(6) 2016 surgery replacement of right knee prosthetic joint components due to wear and tear. On (B)(6) 2016 surgical cleanup for infection peri-prosthetic tibial, retaining tibial stem, and implantation of antibiotic cement spacer. On (B)(6) 2017 also explanation of femoral prosthetic component and further surgical cleaning with cement spacer renewal. On (B)(6) 2017 renewal cement spacer. On (B)(6) 2017 implantation of modular tibia prosthesis proximal dx in knee arthrodesis also using component custom gmrs extension piece. In (B)(6) 2025 onset of acute pain right leg in absence of obvious trauma. X-ray performed on (B)(6) 2025 thigh and right leg showing rupture of tibial prosthetic stem. For this reason, on (B)(6) 2025 underwent amputation surgery transfemoral dx with complete removal of the prosthetic implant.